Event description:
Pt presented with fractured right hip. Pt went to surgery on 9/11/97, and a intramedullary rod labeled as 10cm was implanted. The packaging that was applied to the pt's chart, also supplied by the MFR, listed was length of the rod at 10cm. The pt was subsequently discharged. The pt persisted with pain in his right lower extremity. He was readmitted to the hospital. X-rays revealed introduction of the intramedullary rod into the right knee joint. On 9/29/97 the pt was taken to the or. Upon for removal of the rod, it was directly measured and measured 46cm. Another intramedullary rod was the placed into position and the surgery was completed.